Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, smoker, preceding/simultaneous bone augmentation, peri-implantitis, increased sensitivity, inflammation, mobility ((B)(6) are same patient).